Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message ¿"no graph ¿ during a sensor session. The sensor was inserted into the abdomen on 08-10-2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.